Manufacturer narrative:
The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer indicated that there were burns associated with use of a forcefx-8c unit and requested the unit be functionally verified. The severity of burn, devices in use and patient status were not provided. The customer stated that no further information would be provided.

Manufacturer narrative:
One forcefx-8c generator was received, and an evaluation could not confirm a device defect that could contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.